Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) for extended time and then does not stay charged as long. The patient underwent an ipg replacement procedure and was doing very well postoperatively. The explanted device was discarded by the facility.